Event description:
A biomedical engineering technologist reported that during phacoemulsification mode, the system stopped working. Attempts have been made to obtain add'l info, but no details were provided.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the customer reported issue. The system was then tested and met product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).